Event description:
Per the clinic, the patient experienced drainage and granulation on the incision site on (B)(6) 2023, and subsequently was prescribed with oral antibiotics (specific duration not reported). The implanted device remains.